Manufacturer narrative:
Additional information was received on august 01, 2025, and section h11 should be reported as: the device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the manufacturer observed from an external and internal inspection: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Missing air inlet filter. Non-slip pads deformed. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Light dust-like contamination on top and bottom of the blower box, blower motor and throughout the bottom of the enclosure. Air inlet seal had yellowed and had dust-like contamination on it. Light dust-like contamination on sound abatement foam. The manufacturer observed from an internal and external inspection of humidifier: flip lid seal had unknown contamination on it, light tan dust-like contamination on and under the heater plate., throughout humidifier enclosure. White dust-like contamination on the dry box seals, unknown tan dust-like contamination in the iso port (international organization of standardization), light dust-like contamination inside water tank. The contamination found in the humidifier enclosure is considered not to be in the airpath. The manufacturer concludes that there was evidence of sound abatement foam degradation, the manufacturer found 29 error codes. The manufacturer confirmed the presence of multiple contamination in the airpath and unable to address the patient's symptoms. Box h: device problem code, evaluation method code grid, evaluation results code grid, component code and conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness and headache. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.